Event description:
It was reported the patients blood glucose level rose to 344 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the soft cannula to be kinked and torn, causing fluid to be unable to flow through the complete fluid path due to the torn soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.